Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks post device implant it was mentioned that the right and left ventricle outputs were lowered. Patient has had an abrupt drop in battery over the last two years. During the last follow up on (B)(6) 2020, the battery longevity displayed one year remaining. During the most recent follow up on (B)(6) 2020, the device longevity estimated seven months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended by technical services. An urgent box change was scheduled. From the information that is available, this device is still implanted and in service. No adverse patient effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks post device implant it was mentioned that the right and left ventricle outputs were lowered. Patient has had an abrupt drop in battery over the last two years. During the last follow up on (B)(6) 2020, the battery longevity displayed one year remaining. During the most recent follow up on (B)(6) 2020, the device longevity estimated seven months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended by technical services. The device was replaced and is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks post device implant it was mentioned that the right and left ventricle outputs were lowered. Patient has had an abrupt drop in battery over the last two years. During the last follow up on march 2020, the battery longevity displayed one year remaining. During the most recent follow up on june 2020, the device longevity estimated seven months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended by technical services. The device was replaced and returned for analysis. No additional adverse patient effects were reported.